Event description:
It was reported that the polar cath peripheral dilatation system's "threads were stripped after 5 cartridges were used." The company representative was contacted and will pick up the device during his next visit.